Manufacturer narrative:
Concomitant medical products: 5076-52, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a right ventricular (rv) lead integrity alert for high rate non-sustained episodes and elevated sensing integrity counter (sic). It was further reported that the lead exhibited intermittent oversensing. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the rv lead was reprogrammed.